Event description:
It was reported that during an open sigmoidectomy, the firing trigger could not be grasped at the 2nd stroke when the device was used for the 3rd tiring of functional end to end anastomosis. The device was once released and a new cartridge was loaded into the same device. When it was fired, an unexpected resistance was felt from the 2nd stroke and the staples of the 3rd stroke were malformed due to multiple staples. The malformed staples were removed and additional suture was performed by hand. Reinforcement material was not used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The sc60a device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.